Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle opened by the account. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 27 autoclave cycles for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the handle. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv reload was then cycled without hesitation or binding. A review of the device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information. (B)(4).

Event description:
According to the reporter, the device made atypical sounds when firing, opening, and closing. The staple line bled the length of the stomach, requiring 15-20 clips. No injury or adverse event was reported due to this event. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.

Manufacturer narrative:
Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.